Event description:
It was reported that the patient presented at the hospital with a pocket erosion and possible infection. The patient's temperature was normal. The pocket was treated with antibiotics and resewn. The pouch did not heal. The pacemaker was extracted and replaced. The patient's condition was stable, the device parameters were good with no adverse reactions.

Manufacturer narrative:
Analysis was normal. No anomalies were found.